Event description:
It was reported that the 9800 system image cuts out when the c-arm is rotated during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage was replaced during the service call. The system was tested and found to be working as intended and put back into service.